Event description:
It was reported that the patient presented to the clinic one week following device implant with headache. The wounds appeared normal per the healthcare provider (hcp) and the patient was told they may have had a spinal headache. On (B)(6) 2013 the patient was diagnosed with meningitis and was admitted to the hospital. The pump and catheter were explanted on (B)(6) 2013. The patient remained hospitalized following explant for treatment of meningitis. The reporter assumed there were other patient symptoms as the patient would not have been tested for meningitis otherwise; however, the symptoms were unknown. It was also noted that medical intervention was required; however, was not specified. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the device system was used for pain and delivered morphine.

Event description:
It was later reported that the patient was in the clinic on 2013-(B)(6) and ¿was doing fine¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter: product ID 8780, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).